Event description:
It was reported that the screen on a customer's pump was broken and the pump did not turn on after attempts to connect it to a power source. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.